Event description:
It was reported that the ilet insulin pump fell to the floor after slipping from the user¿s pants, resulting in a cracked touchscreen and a nonresponsive display consistent with a device fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with impact damage, with the medical device problem characterized as a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.